Event description:
A customer contacted beckman coulter inc. (Bci) regarding tsh results within the normal reference range for one patient generated by the unicel dxl 800 access immunoassay system which did not match their clinical picture. Subsequent testing on alternate methodologies produced discordant results below the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was collected in a plastic 13x75mm tube. Qc was within the customer's established ranges prior to and after the event. Routine system checks have been performed and have passed within instrument specifications. A clear root cause for this event has not been determined to date.